Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the needle disintegrated from the thread. The needle was recovered from the trocar, and the case was completed. There was no patient injury.